Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and output issues upon interrogation. It was reported that this was the patient's first interrogation since their latest replacement in august 2024, and that the patient was sent for x-rays but that no obvious sign of lead fracture was observed. X-rays have not been received by the manufacturer to date. The physician stated that the patient had not manipulated the site nor experienced trauma to the site. It was further reported the patient underwent a generator replacement. X-rays showed potential of the connector pin not being fully seated in the header, but not definite. Upon removal of the generator from the pocket, a ¿tug test¿ was performed on the lead by the neurosurgeon. The connector pin remained in place and was not able to be removed from the device header until the set screw was loosened. The existing lead was then plugged in to a new generator and system diagnostic testing was performed multiple times both in and out of the pocket with consistent and appropriate output and impedance measurements. The new device was implanted back in the pocket with a non-dissolvable suture in the header to stabilize. The surgeon believes the high impedance measurements were not related to any issues with the lead but instead thinks she did not push the connector pin all the way into the header of the generator during the last battery replacement procedure. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without additional information. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without additional health effect impact code and type of investigation code.

Event description:
A review of device history records showed that the generator passed quality control inspection and was sterilized prior to distribution.

Event description:
Product analysis was completed on the returned generator.

Event description:
The suspect device has been received and is undergoing product analysis.

Manufacturer narrative:
H3, device evaluated by manufacturer: code 02 - analysis of the suspect device is underway.